Event description:
The microcatheter was used to support the guidewire within a total chronic occlusion (100%) of the coronary artery. There were heavy calcification and moderate vessel tortuousity. The physician advanced the microcatheter (mc) and first guidewire (gw) successfully. When he exchanged the gw (brand, size unk), the gw got stuck into the mc. The mc and gw were removed as a unit from the pt's vessel. New mc and gw were used to complete the procedure successfully. There was no reported pt injury.